Event description:
A report was received that a patient was explanted due to irritation at the ipg site. The physician attributes the irritation at the ipg site from a previous, non-device related procedure, where the ipg was explanted for the procedure and was re-implanted. The patient was explanted and they are reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial#: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.